Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 on patient's behalf to report that the receiver displayed error 67, error 198 on (B)(6) 2016. Study coordinator did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not confirm the reported event of an error icon display. A root cause could not be determined.